Event description:
It was reported to boston scientific corporation in 2005, that an interject injection therapy needle catheter was used in a procedure in 2005, (patient age, gender and weight are unknown). According to the complainant, the needle was not able to be returned to the outer sheath. The outer sheath detached from the hub. The procedure was completed using this device no patient complications were reported as a result of this event. The patien's condition was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the ferrell fitting was missing from the hub. It appears that the device was assembled without the ferrell fitting. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.